Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedances. The patient is not ventricular pacemaker dependent. No adverse patient effects were reported. The patient was admitted for further investigation and most likely a lead revision. As of today, all available information indicates that the lead remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.